Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 16-dec-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product received. The plunger rod was found fully advanced and the cartridge tip was bent in a way that is consistent with damage that may have occurred during shipping. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The lack of damage to the lens module indicates that the plunger rod tip damage likely occurred after advancement. The device assembly and plunger rod advancement were inspected and presented with no issues. No lens was received for evaluation. No further evaluation was performed. The complaint issue "lens damaged" and "stuck in cartridge" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as the surgeon moved the preloaded monofocal intraocular lens (iol) forward, it got stuck. Once the surgeon removed it, they found that the lens was broken. Through follow-up, we learned that the lens was stuck in the cartridge. No additional information was received.